Event description:
It was reported that high, out of range pacing and high voltage lead impedances were observed. Patient was lost to follow-up. Lead fracture was observed. The lead explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: fracture of the inner coil and conductors were noted at the distal end of the suture sleeve, consistent with the field observations of high hv and pacing lead impedance.